Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, as reported, the patient had a severely calcified native annulus, native leaflets, and aortic root and the balloon burst on a calcium spur. The difficulty withdrawing the devices was likely due to bunching of the burst balloon material at the distal tip and interfering with retraction of the balloon/balloon material in to the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during implant of a 23mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. The balloon ruptured just before full deployment of the valve and the valve was successfully implanted. The majority of the balloon material was crumpled on the distal tip of the delivery system and could not be re-sheathed. The balloon and sheath were removed, the distal section cut to allow for the balloon to be removed. The surgical team was able to remove the balloon and no pieces remained in the patient. However, there was significant blood loss and a cell saver had to be used. The sheath was re-introduced to facilitate a post dilation with a non-edwards balloon. At last report the patient was stable. The patient had a heavily calcified native annulus and the balloon burst on a calcium spur. The patient¿s native annulus was 383.8mm2. The native annulus, native leaflets, and aortic root were severely calcified. The patient has a porcelain aorta.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual analysis, radial/longitudinal tearing on the balloon was observed, there did not appear to be missing pieces, the guidewire shaft was cut at the marker band, and there was a kink on the guidewire shaft near the proximal balloon shoulder. No other visual abnormalities were observed on the delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon burst and delivery system cut). Dimensional analysis was performed and all measurements meet the specification. Based on the condition of the returned device, the complaint for balloon burst and delivery system withdrawal difficulty through sheath were confirmed. However, no indication of a potential manufacturing nonconformance was identified. Review of complaint history, lot history, and DHR review did not identify any evidence of a manufacturing non-conformance. The results of the investigation remain unchanged.